Event description:
Complainant alleged that during biomed testing, the device displayed a "leads off" message and was unable to sustain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.